Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qabdjgr0, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a dog underwent a surgical procedure on an unknown date and suture was used. During overlock of the muscle wall, after two or three tissue passage in the muscle wall, the needle pulled off without an excessive tension on the wire. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/5/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional h3 investigation summary: the product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that an opened sample of product code jv453 could be observed. The suture was observed partially dispensed and without a needle and the needle could not be observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4). Date sent to the FDA: 4/5/2021. Corrected information: d3.